Event description:
Procedure type: varicose veins of legs / subfascial endoscopic perforator surgery. According to the reporter: inserted the trocar into the cavity and tried to place it there, then a plastic part disengaged from near the latch. However, the trocar worked properly during the procedure. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
Date initial report sent: 10/21/2008.